Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp2610 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the introducer sheath bucked up upon investigation rendering it useless, needing to open a micro-introducer kit."

Event description:
It was reported "the introducer sheath bucked up upon investigation rendering it useless, needing to open a micro-introducer kit."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 3.5 fr x 5 cm microintroducer sheath was returned for evaluation. The vessel dilator had been removed from the sheath and was not returned for investigation. An initial visual observation showed no blood residue on the returned sample. The distal tip of the microintroducer sheath was observed to be damaged. A microscopic observation revealed one edge of the sheath was buckled with plastic deformation at the corners. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use.